Manufacturer narrative:
Correction: in initial report, it was reported the symptoms were not interfering with daily activities, however, a correction is required as the symptoms were lasting and disabling, significantly interfering with daily activities. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with recurrent corneal erosion (rce) on the left (os) eye with surrounding edema and ac (anterior chamber) reaction post treatment. The patient¿s chief compliant was of pain, photophobia, redness and transient light sensitivity. Topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported the symptoms are not interfering with daily activities. Bcva from 02/04/2019: right eye pre-op 20/20 1.25 x -.25 x 135. Left eye pre-op 20/20 1.50 x -.50 x 105. Bcva from 07/31/2019: right eye post-op 20/20 .50 x -.25 x 85. Left eye post-op 20/40 .75 x -.50 x 127.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.